Event description:
It was reported that the patient¿s stimulation was intermittent. The patient had increased from 7.0v to 8.0v. The patient did hit their back in the door jamb near the implant. The patient did not see a bruise. The patient would have an appointment tomorrow with their health care provider (hcp). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0thm6, implanted: (B)(6) 2015, product type: lead. (B)(4).